Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed through medical records. Method and results: -device evaluation and results: mar indicated: the insert exhibited damages from edge loading along the posterior medial side of the articulating surface. The particle observed on the lateral articulating surface was identified as a metallic co-cr-mo material likely from contact between the femoral component and the tibial tray due to the edge loading condition. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: the patient initially did well but after a traumatic fall complaints increased with pain and swelling while on x-ray a posterior subluxation of the femoral component was observed indicating gross instability requiring revision. Indication for revision was for gross instability of the knee arthroplasty with posterior subluxation of the femoral component with the femur riding over the posterior edge of the tibial bearing also contacting the baseplate, evident from both the mar and the x-rays. Such excessive posterior movement of the femur proves that the posterior cruciate ligament (pcl) was ruptured. Of relevance for the failure mode by instability appears to be the following findings: - the baseplate malposition in excessive posterior tibial slope - the traumatic fall of the patient. It appears that the reported traumatic fall of the patient end 2016, has damaged any remaining fibres of the pcl and rendered the knee completely unstable allowing now full posterior subluxation of the knee. Cr types of bearing components cannot substitute for such a complete pcl loss. Revision surgery was undertaken with exchange of the bearing going from an 11-mm cr to a 16-mm cs type bearing that provides a bit more constraint to the knee than cr types. Components were well fixed during revision and consequently the femur and baseplate were retained. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: clinician review of the records provided indicated: an excessive tibial posterior slope thus contributes to flexion instability of an arthroplasty allowing more femoral roll back than normal with potential of rolling over the posterior edge of the bearing. Baseplate malposition in excessive posterior slope (12°) caused weakening of the pcl after arthroplasty where final rupture of the pcl remains occurred after a traumatic fall of the patient, to be considered as secondary trigger event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a revision surgery of the knee due to instability. Reported wear of the insert. The insert was changed from a 11 mm to a 16 mm plastic.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient had a revision surgery of the knee due to instability. Reported wear of the insert.the insert was changed from a 11 mm to a 16 mm plastic.